Event description:
It was reported that the ilet charger did not charge the device, evidenced by a flashing green indicator instead of a solid green light, despite guidance to place the ilet face up, remove the case, and use a different outlet; a replacement charger was sent. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included customer education and directed troubleshooting. Investigation of this case revealed a charger performance issue consistent with a defective or malfunctioning charging accessory that failed to provide proper power to the device. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the charger.

Manufacturer narrative:
Initial.